Event description:
Caller reported a malfunction on the pump after changing supplies. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Cts provided pump reset information and assisted the caller with resetting the pump, after which the malfunction code did not recur. Customer was instructed to continue using the pump and to call back if the issue recurred. Caller acknowledged and understood the instructions given.